Event description:
It was reported that this pacemaker had been explanted and replaced due to displaying an error message. This pacemaker was replaced. No additional adverse patient effects were reported. This product has not returned for analysis.